Event description:
It was reported that the ilet user believed the meal dosing algorithm delivered insulin too aggressively when meals were announced as usual size, leading to variability in glucose with a reported low of 39 mg/dl. The concern relates to use of the user interface during meal announcements and was addressed through transfer for coaching and additional training. Symptoms included hypoglycemia. Outcomes included no lasting health consequences. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to incorrect meal size announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.